Event description:
The hcp reported the pump was explanted due to battery depletion after an implant duration less than 50 months. The pump was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.